Manufacturer narrative:
E1: patient city: green bay patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced tape was not sticking and infusion set came out 1 days after the insertion. The infusion set was in use for one day. No further information available.